Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with using multi clip appliers? Has been using them for years. What was the exact procedure being performed? A breast mastectomy what was the approximate size of vessels that the clips were being placed on? Surgeon couldn¿t provide exact size. Un-identifiable. Were there any issues noted with clip formation? Surgeon said inconsistent formation. Some fine, others twisted, others would jam and go out sideways. Please explain how the device misfired. See above. Which firing did the issue occur on? Multiples. Please explain what is meant by ¿the device locked.¿ did the jaws lock on tissue or did the device become jammed and not fired? Jammed and not fired. Was not on tissue. How was the procedure completed? Was the same device used or was a new device opened? Opened a second device. During the reoperation was the bleeding site an area in which the mca clip was placed during the original procedure? Surgeon said yes. If so, was the clip still present and were there any issues noted with the formation of the clip? Surgeon said it was hard to tell when they went back in.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a breast procedure, the patient was found to have post-operative bleeding and required reoperation. The surgeon reported the device ¿misfired and locked¿ with the device during the initial procedure. The device was used for the procedure. The procedure was completed and patient taken to recovery. A few hours after the initial procedure, the patient showed signs of bleeding with a change in vitals, and the patient was taken back to surgery for a reoperation. On reoperation, the surgeon found blood pooled in the site. The appearance and location of clips on reoperation was not known. Bleeding was controlled by electrocautery. The total volume of blood loss is unknown. The patient did not require any blood products or transfusion. The device was discarded.